Event description:
A customer reported obtaining a troponin (accutni) result on (B)(6) 2011 that was above the ami cutoff for one (1) patient. The result was generated on a unicel dxc 600i synchron access clinical system, used in conjunction with access accutni reagent (lot 110411) and access accutni calibrators (lot 018864). The result was reported out of the laboratory. A previous sample from the same patient on the previous night yielded an accutni result of 0.18 ng/ml. Subsequent testing on the same instrument yielded results within the risk stratification range. There were no reports of death, injury, or change to patient treatment made in connection with this event.

Manufacturer narrative:
Patient sample was collected in a li heparin pst tube and centrifuged for 15 minutes at 3200 rpm. Sample appearance was normal at the time of analysis. The laboratory's standard procedure is to spin down the sample, aspirate the sample and place it in a separate tube. The sample is then stored in the refrigerator until analysis. Quality control results were within the customer's established ranges during the timeframe of the event. A system check was performed on (B)(6) 2011, which failed the substrate portion. The substrate portion of the system check was repeated and met specifications. The customer declined service to be dispatched because preventative maintenance had just been performed on the instrument.